Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found no visible damage to lens. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.0 mm icm120v4 , -12.0 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2007. The patient experienced low vault, so the surgeon exchanged it for a longer lens on (B)(6) 2017. This resolved the problem.

Manufacturer narrative:
Device evaluation: device has been returned and evaluated by the manufacturer. (B)(4).